Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. The customer stated during troubleshooting there blood glucose was above 250 mg/dl and less than 300 mg/dl. The insulin was not exit during 5 unit fixed prime, fill cannula. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.